Event description:
It was reported that during a da vinci prostatectomy procedure, the monopolar bipolar forceps instrument was broken. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On (B)(4) 2014, intuitive surgical inc. (Isi) contacted the hospital to obtain clarification regarding the reported event; however, no further information could be provided. A separate attempt for clarification confirmed there was no patient injury. No further details were obtained regarding what was broken on the instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the pitch up cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. No other damage or wear marks were observed on the clevis. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable found during failure analysis investigation could likely cause or contribute to an adverse event, if the malfunction were to recur.